Event description:
It was reported that the patient experienced an infection with symptoms of significant swelling and redness at the implantable pulse generator (ipg) site a couple days after the spinal cord stimulation (scs) implant procedure. Therefore, the patient was hospitalized and given intravenous and oral antibiotics. A culture was not taken. The patient has since recovered.